Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The reported observation of eterna pg being inoperable and unable to charge was not confirmed during electrical analysis. The root cause of the observation was not ascertained. Based on the charge event log the device charged normally when subjected to charging. Charge testing of the device using a lab standard gemini charging system found the device accepted a charge normally. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.